Event description:
It was reported the patient was unable to adjust stimulation. The display showed "call your doctor" icon and eri. Several days later, the device showed an eos message. The patient had two different programs, 5.8v@300 and 360 pulse width and a rate of 50. The device had been implanted for 45 days. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.